Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and found to have a dislodged cable crimp from the yaw pulley. The yaw cable crimp is installed. The yaw cable crimp is not properly seated within the yaw pulley as the hook moves in yaw. Additionally, the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the permanent cautery hook (pch) instrument did not move correctly when articulated. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.